Event description:
The pt reportedly developed an infection at the implant site. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.